Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was implanted successfully. However, during the pre-discharge device check, the lead was not capturing and poor lead measurements were observed. A micro dislodgement was suspected and a new procedure was done to reposition the lead to a more ideal location. No additional adverse patient effects were reported. The lead remains implanted and in service.